Event description:
It was reported that the device was explanted after an implant duration of two months. The reason for explant is unknown. No further details were provided. Information learned from implant patient registry. Information received on 03/31/2008, per surgeon: valve was explanted due to regurgitation.

Manufacturer narrative:
Device not returned.